Manufacturer narrative:
(B)(4). Date sent: 07/28/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an laparoscopic cholecystectomy procedure, the surgeon had trouble with the device. The staple criss crossed. Procedure completed with same/like device. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Batch # n9130j. The analysis results of the el5ml device found that it was received with no damage in the external components, excessive body fluids were noted on the device. Upon evaluation the trigger was difficult to cycle and the clips were not completely fed into the jaws due to the dried body fluids; causing four malformed clips. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, excessive dried body fluids were confirmed in the shaft assembly. The dried body fluids prevented to proper feeding of the clip into the jaw, which have caused the experienced clip malformation. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.